Event description:
A customer reported that their insulin pump was not turning on despite trying various troubleshooting steps, including using different cables and wall adapters. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.